Event description:
It was reported that the camera device had cable cracks. The issue occurred during setup. There was no report of any patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure of cable crack was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foggy image failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of foggy image and cable cracks: based on the results of the investigation and historical data, possible causes include damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure of the cable and connector parts without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received form customer.